Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an empty cartridge alarm occurred due to an empty cartridge. Subsequently, customer's blood glucose went "high"; although specific value was not provided. A manual correction injection was administered to address bg. Customer loaded a new cartridge to resolve the issue.